Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent act button response due to flattened act button dome switch. Keypad connector was fully locked. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her son experienced high blood glucose level and the insulin pumps' act button does not respond to presses. The customer¿s blood glucose level was 400, 200 and 300 mg/dl. The high blood glucose was treated with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.